Event description:
It was reported that the lv lead dislodged. The lead was explanted and returned to medtronic. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found (full lead returned), the outer insulation was breached, and there was blood in/on the proximal conductor (non-obstructing) and distal conductor (non-obstructing). It was determined that the damage was caused at explant.